Event description:
Customer reported that t:slim x2 pump battery would not charge despite using tandem charging cable and wall adapter and attempting various troubleshooting methods. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to a backup insulin pump for insulin therapy.